Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g1, g3, g6, h1, h2, h3, h6, h11. D4: primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. Attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and functional evaluations could not be performed. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided. Review of complaint history identified additional similar complaints for the reported item. However, as the lot/serial number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ italy. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the product gets blocked during use. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.